Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was noted the noise was not seen or reproducible. The ra lead was capped and replaced per patient request and physicians judgement. No patient complications have been reported as a result of this event.